Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd preset¿ eclipse¿ has been found experiencing inability to contain blood during use. The following has been provided by the initial reporter: during use, after blood collection, it was found that the barrel was broken, leading to blood leakage. But the blood didn't contaminate the nurse.

Event description:
It has been reported that the bd preset¿ eclipse¿ has been found experiencing inability to contain blood during use. The following has been provided by the initial reporter: during use, after blood collection, it was found that the barrel was broken, leading to blood leakage. But the blood didn't contaminate the nurse.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damaged with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.